Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the monitor display disappeared and the system power shut down. The system was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The host module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 24, 2010. Based on qa assessment, the product met specifications at the time of release. A host module was received evaluation. A visual assessment of the returned host module did not reveal any non-conformity. The host module was installed onto a calibrated system. The system was turned on and allowed to boot. The system could not boot and the display screen stayed black. The central processing unit (cpu) printed circuit board (pcb) pcb in the host module was replaced with a known good cpu pcba. The system was turned on and allowed to boot. The system was successfully booted. Boot-up test was repeated several times and the system successfully booted every time. The original cpu pcba was restored to the host module. The system was turned on and allowed to boot. System could not boot and the display screen stayed black recurred. The root cause of the reported event can be attributed to the non-conforming cpu pcba in the host module. (B)(4).